Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 400 mg/dl using the accu-chek performa system and 176 mg/dl using the accu-chek instant system. The patient felt fine, and his mother assumed the first result of 400 mg/dl to be erratic.